Event description:
Reportedly, the subject programmer intermittently automatically switches off during use, and it can become stuck in a boot loop.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject programmer intermittently automatically switches off during use, and it can become stuck in a boot loop.